Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 53 year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024 the patient underwent a surgical procedure for biozorb removal due to a sinus infection on the breast (right breast cellulitis with possible abscess), treated with antibiotic, which gave patient a significant allergic reaction (most likely to the antibiotic). On (B)(6) 2026 the patient underwent a surgical procedure for bilateral reconstructed breast. On (B)(6) 2026 patient presented with cellulitis with possible abscess on the right chest wall which subsided with antibiotic treatment during hospitalization. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.